Event description:
It was reported that the patient had an infection and was to have his stimulator removed. There was a low platelet count so it was not sure when the removal would be. The patient¿s wife stated the incision site turned hard, hot, red,and draining. The patient was admitted to the hospital 2 days prior. It was later reported that the spinal cord stimulator (scs) was removed. It was unknown if perioperative antibiotics were administered or the primary location of the infection, but the date of onset of the infection was on (B)(6) 2015. It was unknown if the patient had meningitis or the date of last refill. There was also a symptom of confusion. A culture was obtained from the device pocket and the cultures were pending. IV antibiotics and a total device system explant were required for the treatment of the infection. The patient outcome was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 377775, lot # v001276, implanted: (B)(6) 2006, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 377775, lot# v001276, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the device had been in for ¿like five weeks¿ and after it was totally healed, the incision site in the left buttock erupted, broke open. The patient had to be ambulanced to the hospital and was there for two weeks because they had other complications with blood clotting being down and being severely anemic. The infection completely resolved. The indication for use included non-malignant pain.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery site had an open hole. The nurse and the manufacturing representative (rep) pulled up the report and all they could see was light staph a. It was also noticed that the battery was discharged.